Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and determined the special washes were not set correctly. The customer changed the setup of the washes which resolved the issue. The investigation confirmed the field service representative findings were the root cause. No systemic issue was identified with the device during the investigation of the event.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the cobas c501 analyzer. There was one erroneous result for hemoglobin a1c for one patient. The patient was a (B)(6). The patient's weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.